Manufacturer narrative:
Continuation of d10: product ID: a610, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a610, serial/lot #: unknown, this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported there was a 0x4b81f1a3 error message displaying on two different tablets when interrogating with a patient. Additional information was received on 2021-sep-01. It was reported that they tried restarting the tablet but the same issue happened. They also tried using the n'vision but they received and error saying that the card being used was invalid. The patient was a normal settings patient and the card was a normal card. The issue hadn't resolved yet. Additional information was received: it was reported that the issue hadn't been resolved and they didn't know what additional steps to take. Neither programmer could interrogate the battery. The hospital had seen the patient and used the work-around steps to resolve the issue.